Event description:
It was reported that seven months and eleven days post a dialysis catheter placement, the clamp allegedly broke off. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath d/l 23cm catheter was received for evaluation. Gross visual, tactile and functional evaluations were performed. The sample was received with the red luer clamp disengaged and the blue luer engaged. Both red and blue luers were patent to infusion and aspiration without issue. No leaks were observed throughout. Therefore, the investigation is unconfirmed for the reported fracture issue as no fracture was noted to the clamp. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2023), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven months and eleven days post a dialysis catheter placement, the clamp allegedly broke off. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath d/l 23cm catheter was received for evaluation. Gross visual, tactile and functional evaluations were performed. The sample was noted to have one original venous clamp on the red luer extension leg and one big blue replacement clamp on the blue luer extension leg. Therefore, the investigation is confirmed for the reported detachment issue. However the investigation is inconclusive for the reported fracture issue as the original clamp was not returned for evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that seven months and eleven days post a dialysis catheter placement, the clamp allegedly broke off. Reportedly, the catheter was removed and replaced. There was no reported patient injury.